Event description:
It was reported that the pump exhibited a main board issue. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case and the battery door were cracked and the top case was counterfeit. A review of the event history log identified check syringe flange sensor. During functional testing the check syringe flange sensor was found at power up and would go into constant alarm. The main board did not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced main board and performed preventative maintenance and all functional testing which passed.